Event description:
During case, surgeon requested endolaser probe. Opened iridex probe (23 gauge straight). When surgeon adjusted wattage/power, there was no tissue effect and another probe had to be opened.